Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was drawing excessive current and would not properly power up. The cause for the failure was isolated to shorted u1004 and u1005 on the computer analog (c/a) board that were not producing proper outputs. The root cause for the shorted components could not positively be identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor (B)(4) and reported that it was resetting.